Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump housing is damaged. Reportedly, the damage interfered with the ability to load a cartridge onto pump. Additionally, it was reported that a cartridges "do not seat well" in the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact.